Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra blue test strip vial had the incorrect code information printed on the vial. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified) and insulin. Due to the alleged issue, the patient reportedly decreased her usual dose of humalog insulin and levemir insulin. Later that same evening, the patient claims she had a symptom of increased urination. The patient denied receiving medical treatment. The patient no longer had the subject vial of test strips at the time of troubleshooting. Based on the information provided at this time, it is unclear how the alleged issue can lead to the patient's symptom. Thus, the linkage between the reported product issue and alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged product issue began.